Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken black cable. The procedure was completed with no reported injury. Intuitive surgical (is) obtained the following additional information regarding this event: the black cable was loose (e.g., cable dislodged but still intact). The black cable was not fully broken (e.g., cable broken in half) and in addition the black insulation was not stripped or damaged. There was no loss of cautery associated with broken/loose cable. No signs of thermal damage at site of breakage were observed. The instrument did not collide with any other instrument or tool during the procedure. The instrument is available for return to is for evaluation.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.